Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b1; b5; d1; d2a; d2b; e1; g1; g3; h1; h3; h6. Complaint can be confirmed through the returned product analysis. Visual examination of the returned product identified the device had poked through the sterile packaging. Sterility has been compromised. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause has been identified as transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported the implant poked through/compromised the sterile packaging. Found prior to start of procedure. No patient involvement.

Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.